Manufacturer narrative:
(B) (4).

Event description:
Literature: figueiras-mendez r, magarinos-ascone c, regidor I, del alamo-de pm, cabanes-martinez l, gomez-galan m. [Deep brain stimulation: 12 yrs' experience and 150 pts treated with a f/u of over a yr.] Rev neurol; 2009;49(10):511-6. Summary: the objective of this article was to demonstrate the clinical benefits of a long series of operative pts as a single group with a minimum f/u of one yr and to present new neurophysiological data. The authors studied 250 pts with differential diagnosis, the majority of whom had parkinson's disease (B) (4), tremor (B) (4), and dystonia (B) (4). The nuclei selected are located through MRI, cat, and neurophysiological recordings. Reportable event: ten pts with medically untreatable dystonia were initially recruited for surgery. Electrodes were implanted in the gpi. The only complication with this group presented with an infection of a surgical wound. Both inability and disability improved, and remained stable after two yrs.